Event description:
It was reported that, per pump logs, the patient's device had multiple low battery resets. Initially, the patient went to the hospital when symptoms began to develop. The symptoms included increased spasticity, a fever, and elevated blood pressure. Upon interrogating the device, the pump displayed messages of safe-state, reset, motor stall, and tube set. When the pump logs were checked thirty entries of low battery reset were seen beginning on (B)(6). It was also noted that the patient had a urinary tract infection (uti) for which he had gone to the hospital as well. It was stated that it was unclear whether particular symptoms were caused by the uti or by possible baclofen withdrawal. Nine days later, it was reported that the patient's pump was replaced and he was receiving effective therapy. The drugs used in this system were morphine and compounded baclofen.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated the patient lost a lot of weight as a result of pump issues.

Event description:
It was also noted that the patient also was in the ICU as a result of the battery issue. Should additional information be received a supplemental report will be filed.

Event description:
It was later reported that the patient's pump had unexpectedly failed; a battery failure of an unexpected battery depletion mode. Should additional information be received a supplemental report will be filed.